Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When straightening the stent with the positioning sleeve during preparation, the physician noted a kink near the side hole on the pigtail. Therefore, it was replaced with another zebd-7-7 to complete the procedure.

Event description:
When straightening the stent with the positioning sleeve during preparation, the physician noted a kink near the side hole on the pigtail. Therefore, it was replaced with another zebd-7-7 to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the customer reported the following complaint issue: " when straightening the stent with the positioning sleeve during preparation, the physician noted a kink near the side hole on the pigtail. Therefore, it was replaced with another zebd-7-7 to complete the procedure¿. This occurred prior to patient contact. Additional information: an olympus visiglide 0.025" was used for the procedure. The complaint device was removed from the wire guide and another device was used instead lab evaluation: 1 x zebd-7-7 of lot # c1370458 was returned to cirl for evaluation. A lab evaluation was held on 8th may 2018 during the lab evaluation the device was found to be kinked at sideport 2 at the ductal end. A 0.035 inch wire guide could not pass sideport 2. There were indentations noted at sideports 4 and 5 of the stent. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent may have been kinked while straightening the pigtails with the pigtail straightener. A precaution included in instructions for use, states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the zebd device of lot # c1370458 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1370458; upon review of complaints this failure mode has not occurred previously with this lot # c1370458. A review of the qc# 280001 for the component rmn: 12-470 /zso-7-7, which is supplied by seisa europe determined that the raw material is a ship to stock item and has been accepted into cook ireland. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.